Event description:
It was reported that the unit was difficult to fold/unfold. No patient involvement or adverse consequence were alleged.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the unit was difficult to fold/unfold. Further communication with the sales rep for the account identified that no defect was alleged with the chair but that the customer had been trying to unfold the unit without engaging the release lever first, causing the customer to experience increased resistance and to damage the chair. No patient involvement or adverse consequence were alleged.